Manufacturer narrative:
Summary of device evaluation: the pusher was the only component returned for evaluation. The investigation of the returned pusher found the warning mark damaged/compressed. The warning mark is measured to be out of spec. This condition is tracked by quality.

Manufacturer narrative:
Additional information: b5, d9, h3, h10. The device was returned to the manufacturer for analysis; howver, investigation is not complete and still ongoing.

Event description:
Additional information received indicating that the first coil of the case experienced resistance when going from the sheath to the microcatheter and the safety markers moved. It was decided to remove the coil and look at its integrity without observing any damage. The coil was reintroduced with improved passage and the physician continued releasing the coil with fluoroscopy control. Additional coils were released without any problem using the same microcatheter.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report.

Event description:
It was reported that during an aneurysm embolization procedure, the coil's end with warning fluoro marker experienced difficulty advancing into the microcatheter. When the resistance was overcome and coil advanced in the microcatheter without fluoro, it was noted that the warning marker moved proximally and 2 coil loops entered the aneurysm. No other information provided. There was not report of harm or injury to the patient.